Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited non sustained right ventricle oversensing due to far p-wave oversensing. Programming changes were performed. The patient remained in stable condition and would continue to be monitored.

Event description:
New information on (B)(6) 2017 stated that the device was still exhibiting far p-wave oversensing. Programming changes were performed, which resolved the oversensing. The patient would be followed normally.

Event description:
New information received on (B)(6) 2017 stated that the device was still exhibiting far p-wave oversensing. It was discovered that the patient was in the middle of a procedure at the time of these episodes. Programming changes resolving the oversensing were made and the patient would be followed normally.